Manufacturer narrative:
H3, h6: manufacturing representative went to the site to test the system, findings: due to a loose magnetic strip form the cable chain the rotor loose homing/gantry door open position. System was given back to customer as ready to use for clinical cases with satisfactory results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was stuck closed and had to be manually opened. Medtronic imaging and navigation were aborted. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.